Event description:
Procedure type: spinal fusion. According to the reporter: procedure: surgery at the spinal disc. About nine months ago a 3cm long cut was closed intracutan with surgipro sp5687. At the pulling of the fathoms some weeks later the whole fathom could not be removed completely. Therefore the residual fathom had to be pulled on (B)(6) 2013. No personal injured or second surgery was necessary. No extension of incision and no reinforcement material used. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue.

Manufacturer narrative:
(B)(4).